Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria were defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 01oct2021 with a concern of fail leak test. Inspection of the unit was performed on 07oct2021 and the device failed the inspection criteria. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device was inspected on service order (B)(4), the inspection findings are as follows: distal cap - fixed type failed epoxy seal integrity inspection; deflector link pivot o-ring replacement for annual maintenance; primary operation channel resistance; distal cap/ case cracked. Failed dry leak tes; distal body abrasion; suction tube resistance; lightguide prong cover glass set loose; failed wet leak test; bending rubber leak at proximal side; umbilical cable single buckled under pve root brace; bending rubber pinhole; customer complaint confirmed: insertion tube severe compression at stage 1. The device is in the process of being repaired where all failures will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.